Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture and silicone migration.

Event description:
Healthcare professional reported "extracapsular rupture and adenomegalies and strange material in the lateral axilla". Healthcare professional later reported "there is an area of increased echogenicity, described as a snowstorm". Healthcare professional later reported "siliconoma". This record is for the left side. Device remains implanted and it will be returned.